Event description:
No additional information. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient experienced underdose symptoms. A critical motor stall occurred and it was unknown if the stall had recovered. The pump remained implanted but out-of-service. It was planned that the pump was to be replaced on (B)(6) 2014. No diagnostic testing or troubleshooting was performed. The issue was not resolved and the cause was unknown and magnetic resonance imaging (MRI) exposure was excluded. No printout was available. At the time of the report the patient's status was reported as alive-no injury and the patient was to be given additional oral medication. This device system delivered hydal and lioresal. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
(B)(6). Analysis of the pump found pump motor gear train anomaly/corrosion, and/or wear, and/or lubrication, as well as pump motor gear train anomaly stall due to shaft-bearing. The previously reported conclusion codes were removed, as they no longer apply.